Event description:
It was reported that a spectrum pump had an inoperable top row on the keypad. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable top row on the keypad. Evaluation found an intermittent keypad response on the 0, 1, 2, 3 keys. It was found to be caused by a failed keypad. The remaining keys were functioning as designed. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.